Event description:
It was reported that the sheath exhibited air during aspiration. During an ablation procedure to treat atrial fibrillation a faradrive steerable sheath clear was inserted into the patient. The dilator and guidewire were removed from the sheath, and upon aspiration it was noticed that air entered the syringe from the sheath. When the sheath valve was covered no air was drawn into the syringe though. The sheath was replaced, and the procedure was completed. No patient complications were reported. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive steerable sheath clear has been received at boston scientific's post market laboratory for analysis. No abnormalities or defects were found. The sheath was leak tested and failed testing. Removal of the handle cap to inspect the internal components found defects and an abnormality on the hemostatic valves. The external valve was found to be torn at the middle of the opening slit on the outer face, with an abnormal deformity on the inner face. The internal valve was inspected to be torn on the inner face, by the opening slit. The tears on the hemostatic valves compromised the sheath's ability to seal fluid and pressure within the device. The deformity of the external valve is of minor severity as the depth of the abnormality is shallow and did not form a gap in-between the hemostatic valve assembly, to the outside edge. Therefore, it would not have contributed to the allegation of this event.

Event description:
It was reported that the sheath exhibited air during aspiration. During an ablation procedure to treat atrial fibrillation a faradrive steerable sheath clear was inserted into the patient. The dilator and guidewire were removed from the sheath, and upon aspiration it was noticed that air entered the syringe from the sheath. When the sheath valve was covered no air was drawn into the syringe though. The sheath was replaced, and the procedure was completed. No patient complications were reported. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.